Manufacturer narrative:
A replacement pump was sent to the customer. Multiple attempts to contact the customer for additional information and to get the product back have gone unanswered. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to customer service that she took her freestyle breast pump to the (B)(4) and bought a universal power adapter for it. She plugged the pump in and it stopped working and wouldn't charge the battery, even when she came back to the united states. She purchased a new battery and was waiting for it to arrive, but wanted to know if she "fried" the pump. The customer was driving and could not conduct troubleshooting. On (B)(6)2017, the customer indicated that the pump still would not charge, even after a reset, and would not power on with the power supply either. The customer was sent a replacement pump. On (B)(4)2017, the customer alleged to customer service that, after her contact on (B)(6)2017, she purchased a new pump. She plugged the pump in to let it charge for several hours and it was having the same issue charging as the previous pump that she was sent a replacement for. She indicated that she cannot use the new pump as intended and, to make matters worse, she was on antibiotics, trying to fight a case of mastitis.